Event description:
The customer's blood glucose was 30 mg/dl. The caller stated that emergency medical services were dispatched, but the customer refused to go with them to the hospital. The caller stated the customer's pump malfunctioned and they were not able to get their blood glucose right. The caller agreed to return the insulin pump for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report.

Event description:
Customer was using sister-in-law's pump prior to passing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer passed away at home. The cause of death was believed by the caller to be lack of insulin, a non working pump, and low blood glucose. The autopsy was still pending. The caller stated that they were unsure if the customer had any other illnesses that may have led to the customer's passing. The customers blood glucose was unknown at the time of death. The caller was unsure if the customer was wearing the insulin pump at the time of death. The insulin pump had been disconnected about 24 hours prior to passing. The customer was not using sensors. The customer had been trying to use another pump from her sister since hers was not working, but no information confirmed that they got to use the borrowed pump. The customer's pump had a compromised force sensor system alarm and they got a low with emergency medical assistance the day prior to passing. The caller declined to return the insulin pump for analysis as they could not find either of the two pumps in question.

Manufacturer narrative:
Device did not have a battery installed when received. Device passed the displacement test, rewind, self test and a21 error test. The stop (idle) current and run current measurement tests are within specification. Device also passed off no power alarm test. Device was unable to prime during prime/a33 test due to loose/protruded drive support disk. No a33 alarm noted during prime/a33 test. Unable to perform the basic occlusion test, occlusion test, excessive no delivery test and the delivery accuracy test due to prime anomaly. Device uploaded properly using carelink. Device had cracked case at display window corner, cracked battery tube threads, cracked case reservoir tube window corner, cracked reservoir tube window and cracked reservoir tube lip. The test p-cap and reservoir does lock in place in the reservoir compartment. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.